Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a nurse did the opcheck with the paddles touching the pt and the pt felt a shock. There was no negative pt impact.